Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. After the surgeon had been taking tissue for about one hour and the display on the motor drive unit began flickering when activated, indicating a stall condition. Also, they were unable to reverse the cutter. The front panel of the motor drive unit would not respond. The same motor drive unit with another like handpiece was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.